Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed insulin flow blocked alarm. Customer's blood glucose at the time of the incident was not provided. Troubleshooting was provided for the alarm, no insulin exited the infusion set. Once infusion set was replaced insulin exited. Product is not expected to return.